Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Isi did not issue a return material authorization (RMA) to have the intuitive device returned as the customer informed that the instrument was not available for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during da vinci-assisted pancreatoduodenectomy surgical procedure, the surgeon was using a medium-large clip applier instrument and noticed while advancing the clip applier into the patient, the jaws unintentionally were starting to close. He mentioned he was not closing the master tool manipulators. However, the jaws were closing on their own as he was moving the mtms forward. This unintentional behavior resulted in him not being able to use the clip applier for the vessel he was trying to occlude and thus had to intervene by suturing. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. The instrument had no clip fires left and was discarded. Surgeon¿s intention was to apply a clip; however, since the surgeon noticed the clip applier's jaws were closing while inserting deeper in the patient's body, the surgeon was unable to apply the clip. The procedure was completed robotically using a laparoscopic clip applier through the assistant port. No patient injury was reported. No fragment fell into the patient. It caused the delay between 15-30 minutes.